Manufacturer narrative:
A continuous flush solution was maintained through the mc, and there was no difficulty encountered when inserting the guide wire into the mc. Also, there was no resistance or kinking while inserting the mc, and no kinks, bends, compressions or other abnormalities noted on the mc. Other coils (2 presidio¿s 18 and deltamaxx 18) had previously gone through the same mc without difficulty, and after the failed coil(s), two target ultra - 4x8 and 3x8 coils went through the mc without difficulty. The mc was removed and exchanged for another over a wire without losing target. The device was stored per labeling instructions, and the component will be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
During a coiling embolization of a sah right cavernous carotid aneurysm, the 3rd coil (deltamaxx cerecyte coil- cdx18052030/ c11982) that was being deployed perforated the aneurysm, and during removal, the coil snapped off the dpu. It was also reported that it was the middle section of the coil that perforated the aneurysm. When this happened the tracker 17 (mc) microcatheter was also pushed out of the aneurysm. A balloon was used to keep the aneurysm safe whilst the consultant tried to get access back into the aneurysm with the mc - using the mc to track over the coil. Several attempts were made to get back into the aneurysm. Once the microcatheter was back in place, the procedure was continued by trying to coil the aneurysm, however the length of the coil was not suitable and the decision was finally made to remove the coil and use a shorter length. On removing the coil, something snap and only the pusher wire of the coil was removed. The coil was left in the microcatheter. Prior to the event, the coil was 50/50 in the aneurysm and in the mc when the event happened, and the coil was withdrawn back in to the mc with difficulty. The account thinks that the coil was removed, since it came out with in the mc, but it had snapped off the dpu wire. No resistance was noted when inserting the col into the mc and the mc was not reshaped. The surgeon or doctor did not provided a medical rationale that indicates the use of the product is in no way related to the reported event. The procedure was finished with same or like product. Procedure was prolonged 30 minutes as a result of the difficulties encountered with the device. The event was life-threatening. The patient may need further surgery. Immediately after the event the patient was listed as critical. Patient was left ventilated and might need to undergo further surgery.

Manufacturer narrative:
Constant fluoroscopy was performed at all times during use the coil, and during withdrawal into the microcatheter, no additional force was used. There was some slight resistance between the coil and microcatheter, didn¿t feel the coil snap until at the arch. The coil did not get tangled with other coils already place in the aneurysm. The physician believes that multiple attempts to use the device, cause the coil to eventually get fatigue. After the event, it is unknown if the device had damages, because ti was still within the microcatheter. There was no clinical impact to the patient due to the 30 minute delay, and the patient has not yet been discharged because after the procedure, the patient had a hematoma and then had to have this treated. The admitting diagnosis was sah, and the aneurysm was ruptured prior to the procedure. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coiling embolization of a sah right cavernous carotid aneurysm, the 3rd coil (deltamaxx cerecyte coil- cdx18052030/ c11982) that was being deployed perforated the aneurysm, and during removal, the coil snapped off the dpu. It was also reported that it was the middle section of the coil that perforated the aneurysm. When this happened the tracker 17 (mc) microcatheter was also pushed out of the aneurysm. A balloon was used to keep the aneurysm safe whilst the consultant tried to get access back into the aneurysm with the mc - using the mc to track over the coil. Several attempts were made to get back into the aneurysm. Once the microcatheter was back in place, the procedure was continued by trying to coil the aneurysm, however the length of the coil was not suitable and the decision was finally made to remove the coil and use a shorter length. On removing the coil, something snap and only the pusher wire of the coil was removed. The coil was left in the microcatheter. Prior to the event, the coil was 50/50 in the aneurysm and in the mc when the event happened, and the coil was withdrawn back in to the mc with difficulty. The account thinks that the coil was removed, since it came out with in the mc, but it had snapped off the dpu wire. No resistance was noted when inserting the col into the mc and the mc was not reshaped. The surgeon or doctor did not provided a medical rationale that indicates the use of the product is in no way related to the reported event. The procedure was finished with same or like product. Procedure was prolonged 30 minutes as a result of the difficulties encountered with the device. The event was life-threatening. The patient may need further surgery. Immediately after the event the patient was listed as critical. Patient was left ventilated and might need to undergo further surgery. A continuous flush solution was maintained through the mc, and there was no difficulty encountered when inserting the guide wire into the mc. Also, there was no resistance or kinking while inserting the mc, and no kinks, bends, compressions or other abnormalities noted on the mc. Other coils (2 presidio¿s 18 and deltamaxx 18) had previously gone through the same mc without difficulty, and after the failed coil(s), two target ultra - 4x8 and 3x8 coils went through the mc without difficulty. The mc was removed and exchanged for another over a wire without losing target. The device was stored per labeling instructions, and the component was expected, but to date it was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Aneurysm rupture/perforation, bleeding, and premature detachments are known potential events associated with this type of procedure as outlined in the instructions for use. These procedures involve treatment of aneurysms which have known vessel wall weakness and use multiple products in combinations. Procedural factors including vessel/aneurysm characteristics, patient¿s admitting diagnosis of sah, device manipulation and interaction are possible contributing factors to the aneurysm rupture and premature detachment of the coil. Additionally, DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During a coiling embolization of a sah right cavernous carotid aneurysm, the 3rd coil (deltamaxx cerecyte coil- cdx18052030/ c11982) that was being deployed perforated the aneurysm, and during removal, the coil snapped off the dpu. It was also reported that it was the middle section of the coil that perforated the aneurysm. When this happened the tracker 17 (mc) microcatheter was also pushed out of the aneurysm. A balloon was used to keep the aneurysm safe whilst the consultant tried to get access back into the aneurysm with the mc - using the mc to track over the coil. Several attempts were made to get back into the aneurysm. Once the microcatheter was back in place, the procedure was continued by trying to coil the aneurysm, however the length of the coil was not suitable and the decision was finally made to remove the coil and use a shorter length. On removing the coil, something snap and only the pusher wire of the coil was removed. The coil was left in the microcatheter. Prior to the event, the coil was 50/50 in the aneurysm and in the mc when the event happened, and the coil was withdrawn back in to the mc with difficulty. The account thinks that the coil was removed, since it came out with in the mc, but it had snapped off the dpu wire. No resistance was noted when inserting the col into the mc and the mc was not reshaped. The surgeon or doctor did not provided a medical rationale that indicates the use of the product is in no way related to the reported event. The procedure was finished with same or like product. Procedure was prolonged 30 minutes as a result of the difficulties encountered with the device. The event was life-threatening. The patient may need further surgery. Immediately after the event the patient was listed as critical. Patient was left ventilated and might need to undergo further surgery. A continuous flush solution was maintained through the mc, and there was no difficulty encountered when inserting the guide wire into the mc. Also, there was no resistance or kinking while inserting the mc, and no kinks, bends, compressions or other abnormalities noted on the mc. Other coils (2 presidio¿s 18 and deltamaxx 18) had previously gone through the same mc without difficulty, and after the failed coil(s), two target ultra - 4x8 and 3x8 coils went through the mc without difficulty. The mc was removed and exchanged for another over a wire without losing target. The device was stored per labeling instructions, and the component was received for analysis. The device positioning unit (dpu) with the proximal attached section of the coil was not returned. The tracker 17 microcatheter was returned and no external damages were found. The distal lumen of the microcatheter was found to be undamaged. Located 20.0 centimeters off the proximal end and 7.0 centimeters off the distal tip of the microcatheter are complete blockages. The blockages were complete which prevented the surgisoak flushing solution from passing through. The microcatheter had to be dissected in order to remove the coil. The coil was found to have been stretched inside the microcatheter. The coils distal tip with the ball tip was found. It is confirmed that the complete coil was removed from the aneurysm as the coils ball tip was located inside the distal section of the microcatheter. The proximal severed end of the coils fracture was ductile in nature requiring external force. No material defects were found on the severed coil end. The exact contributing factor to the aneurysm being perforated cannot be determined, however it was reported that the coils length was too long and was replaced for a shorter length coil. During this same timeframe the microcatheter kicked back and lost the target. A portion of the coil damage may have occurred when the coil was used as a guide wire to move the microcatheter back to the target site which may have contributed to the coil eventually severing during the coils removal. During removal the coil may have also been anchored, however the exact circumstances that led to the coil becoming anchored and severed cannot be determined. In addition, without the return of the dpu and the severed proximal section of the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the analysis of the returned device it appears that excessive external force contributed to the unintended detachment of the coil. It is possible that procedural factors contributed to the event; however, based on the available information and analysis of the returned device, no definitive conclusion can be made regarding the root cause since the entire unit was not received for analysis. Aneurysm rupture/perforation, bleeding, and premature detachments are known potential events associated with this type of procedure as outlined in the instructions for use. These procedures involve treatment of aneurysms which have known vessel wall weakness and use multiple products in combinations. Procedural factors including vessel/aneurysm characteristics, patient¿s admitting diagnosis of sah, device manipulation and interaction are possible contributing factors to the aneurysm rupture. There is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken.